Event description:
It was reported that the pump exhibited a latch issue, reset cassette with no cassette attached. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso seal, worn uso seal, scratched lens, and bent latch lock handle. A review of the event history log showed a record of a ?cassette not attached properly' alarm. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the damaged latch lock and contaminated dso sensor was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).